Manufacturer narrative:
14-jul-2016 product investigation results: reporter returned one toothbrush head on 16-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Catching gums [gingival injury]; brush head has broken off in mouth, catches gums [injury associated with device]; brush head has broken off in mouth [device breakage]; product counterfeit [product counterfeit]. Case description: a husband reported that his wife's oral-b power oral care refills precision clean was catching her gums, and had broken off in her mouth while used with an oral-b rechargeable toothbrush, version unknown. The brush head was from a pack of 4. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Catching gums [gingival injury]; brush head has broken off in mouth, catches gums [injury associated with device]; brush head has broken off in mouth [device breakage]. Case description: a husband reported that his wife's oral-b power oral care refills precision clean was catching her gums, and had broken off in her mouth while used with an oral-b rechargeable toothbrush, version unknown. The brush head was from a pack of 4. The case outcome was unknown. No further information was provided.